Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height cubie drawer failed to stay closed. A field service engineer found that the far-left led was not present, and the magnet was missing. The inseparable magnet was replaced, functionality was verified, and all the electronics were checked to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer that failed to stay closed. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.